Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the device exhibited no output and no telemetry due to a depleted battery. The pulse generator was cut open and connected to an external power supply. It was found to be in bvvi mode with corrupted product code. No anomalies in monthly battery voltage or impedance were found. The product code was reloaded, and normal function ensued. The device was implanted for 3.75 years. As no information regarding the programmed settings was provided, it was not possible to determine the expected longevity.

Event description:
It was reported that the pulse generator failed to establish telemetry with a programmer. The device was explanted and replaced.